Event description:
A large leak noted in the anastomosis. The eea stapler was fired in the standard fashion. The entire pelvis was then filled with saline, and at this point of time, insufflations of the rectum were carried out which revealed a defect approximately 1.5 centimeters in the anterior wall of the rectum. Possibly due to the stapler misfire. We could not exactly figure out why it happened, as the doughnut itself appeared to be completely stable and complete. The stapler itself was then forwarded to biomed. In view of the fact that the rest of the mucosal viability was intact and in view of the fact the defect appeared to be localized to one area and in the anterior part, we elected to close the defect using interrupted suture with an inner layer of 2-0 prolene and the outer layer of seromuscular with 3-0 silk sutures.